Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a check lines and bags (clb) alarm during prime. Sample was not returned therefore complaint cannot be confirmed in the lab. Per the complaint information, after the alarm, the patient replaced the cassette three times however reused the original solution bags. From the data within the complaint information, the root cause was not identified. This review found the labeling adequate for the reported user errors in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During troubleshooting for a check lines and bags alarm which occurred on the home choice (hc) during prime, the patient was not connected. The home patient (hp) stated she had restarted with 3 different cassettes but did not change the solution bags. The hp and the care giver (cg) became extremely irritated when the technical service representative (tsr) explained that this was the incorrect procedure and advised the cgt to restart with new supplies. The cg yelled at the tsr then hung up. There was patient involvement but no patient injury or medical intervention was reported.